Manufacturer narrative:
The device is available to be returned. It is yet to be received.

Event description:
The customer reported an oncology kit w/spinning spiros® w/red cap; c-clip; priming cap that the nurse attached the doxorubicin syringe tubing to the patients peripheral IV after checking blood return. The patient looked to be very nauseous so she watched the patient for a few minutes before answering a beeping pump. When she returned to check on the patient she noticed a big red puddle directly under the infusion pump and that it was dripping off the tubing. She quickly grabbed the syringe off the pump. She noticed the leak was at the syringe between the top and the spiros attached. When she tried to tighten the spiros it continued to rotate and rotated off the other direction. She quickly called for help with the chemo spill and detached the tubing from the patient and flushed his line. She proceeded to clean up the spill with the chemo spill kit. No additional information was provided.

Manufacturer narrative:
Date returned to MFR: 11/27/2019. One (1) used ch3589, spinning spiros (lot # unknown) connected to one (1) unknown extension set, with a non-spinning spiros and microclave (lot # unknown) was received. One (1) used bd 30 ml syringe was also returned. All devices were visually inspected. As received, the spin feature of the ch3589 spinning spiros was activated in the rotational direction. The spinning spiros was not connected to the syringe. No damage or anomalies were identified on the threads of the bd syringe returned. The residual torque of the device was low and would not result in a disconnect during use. The spinning spiros was removed from the unknown extension set and hydrostatic pressure leak tested. No leakage was observed in either the activated or unactivated positions. The reported complaint could not be confirmed. The directions for use states: grasp spiros and attach to standard male luer of administration device. Attach in a straight manner. Twist devices together until a click is heard and the spiros begins to rotate freely. A device history review could not be conducted because no lot number(s) was/were identified.